Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report 3003152976-2023-00279 was sent in error. (Syringe pump does not recognize syringe) is not considered to be a reportable malfunction. MFR#: 3003152976-2023-00279 is void as a result.

Event description:
It was reported that the bd plastipak¿ syringes rubber stopper is detaching from device. The following information was provided by the initial reporter: verbatim: 50 ml plastipack is not compatible with syringe pump. Rubber stopper is being detached after some time of use. The stopper is separating from the plunger as soon as they start the infusion due to pressure created by the pump (may be a compatibility issue). The infusion doesn¿t even get started as the stopper gets separated from the plunger.

Event description:
It was reported that the bd plastipak¿ syringes rubber stopper is detaching from device. The following information was provided by the initial reporter: verbatim: 50 ml plastipack is not compatible with syringe pump. Rubber stopper is being detached after some time of use. The stopper is separating from the plunger as soon as they start the infusion due to pressure created by the pump (may be a compatibility issue). The infusion doesn¿t even get started as the stopper gets separated from the plunger.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.